Manufacturer narrative:
Two unused samples of smiths medical jelco® protectiv® safety i.v. Catheters were returned for analysis. They were examined under microscopy with no anomalies found. Point geometry was assessed and measured for compliance with specification; finding all met specification. The point areas were normally lubricated. Both returned catheters were inserted into a vein pad and manually advanced. Noting that each advanced smoothly, clicked, and locked as designed further confirming no manufacturing related issues noted. Based on the evidence, the complaint cannot be confirmed as there was no fault found with the returned samples.

Manufacturer narrative:
Customer indicated that the device could be from any of the following product codes: 3063, 3060 (lot 3566474), 3065 (lot 3564845), 3067, 3066, 3048 (lot 3449060).

Event description:
Information was received indicating that this peripheral intravenous catheter was dull and that it dragged on insertion and threading. No adverse patient effects were reported.